Event description:
At or around 0948, the circulating nurse of pcc regarding a malfunctioned ligasure hand piece, stating that the "teeth won't open" upon further investigation the item malfunctioned after it was used on the patient. Md stated that the patient was not visibly harmed. The ligasure's jaw/teeth would not open very much only about 1-2 mm instead of it's normal 1 cm opening. He wasn't able to use it to bite down on the tissue to cauterize. After attempting to use it for 30 minutes or so, he opted for a new one and to have the rep contacted for a new product to be credited to the hospital due to its malfunction. Rep with medtronic was contacted regarding this matter and was given information regarding what happened and photo evidence of the matter. FDA safety report ID #: (B)(4).